Event description:
It was reported that the procedure was to treat a moderately tortuous proximal right coronary artery (rca). A 4.0 x 18 mm multi-link vision stent was implanted in the lesion when a proximal dissection occurred and there was plaque shift. A 4.0 x 15 multi-link vision, was positioned at the place of the dissection and the balloon was inflated; however, under angiography it was revealed there was no stent implanted. The unexpanded stent was found before the curve of the mid rca. A 3.5 x 23 mm non-abbott stent was used to embed the vision in the vessel wall. A 4.0 x 15 mm non-abbott stent was successfully used to treat the dissection in the proximal portion of the lesion. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. The reported patient effect of dissection, as listed in the rx and otw multi-link vision instructions for use (IFU) is a known patient effect that may be associated with coronary stenting. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.